Event description:
It was reported that the patient was presented remotely via merlin.net. Transmissions revealed the patient's pacemaker exhibited a radiofrequency (rf) telemetry anomaly. No intervention was performed. The patient was in stable condition.